Event description:
A distributor has reported an event that happened during an audio prosthesis, explanted from a patient. Here below the report from the distributor: "customer states they have explanted (B)(6) 2014 and found product to be broken."

Manufacturer narrative:
(B)(4).